Event description:
It was reported that a caucasian female patient who underwent an breast augmentation revision with an unknown silicone breast implant, experienced unexplained systematic symptoms postoperative, including hair loss, blurred vision, muscle aches, whole body had the flu, ulcers, constant headache, chest pains, strokes, pia, and bleeding in her stomach. Patient stated she breast feed both children and it left them sick and her son throwing up all the time after feeding. Both of her children have health issues of their stomach and gi track. The report indicates that she replaced a little while after she healed from her explant surgery. Date of surgery is not reported. This report relates to the right prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illnesses, toxin in children. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).